Manufacturer narrative:
As customer declined service, no further service activities were performed by philips. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geoipc failed to boot; communication issue with host pc on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.